Manufacturer narrative:
Reference number: (B)(4).

Event description:
According to the reporter, the patient is concerned that there is an allergy to the material of the device. The device was implanted on an unknown date in 2011 and not explanted. The device is not available for analysis. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). As no lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots. No sample or picture were provided for investigation. Without the sample a detailed investigation could not be performed. The reported mesh information is too limited to determine if a device failure occurred. The reported allergic reaction is a known potential complication of this type of surgery; this is a procedural related complication that is not normally attributed to any product/process deficiencies. The product instructions for use which accompanies each device states that the complications arising from wall reconstruction with mesh can also be seen after hydrophilic 2-dimensional mesh, hydrophilic 3-dimensional mesh and hydrophilic anatomical mesh has been used. These complications include, but are not limited to: seroma/ hematoma / recurrence / adhesions/ chronic pains/ infection / inflammation/ allergic reactions to the components of the product. The report has been added to our database which is monitored for similar occurrences. Based on our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. If additional information is obtained, or the sample is returned, we will re-open this investigation.